Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/19/2013: the device was returned to animas and evaluated by product analysis on 05/23/2013 with the following results: unable to duplicate intermittent/hard to press keypad. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive and functional. The buttons have spring back and click. Removed keypad cover to check condition of the button contacts.under magnification, observed contamination forming on all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.